Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the device in good condition. The device's event history log was reviewed for evidence of the reported event, and found medium alarm acknowledged: pump settings and patient data lost. Functional testing was conducted with the returned device and passed. The cause of the reported issue was pump was not powered on for a certain amount of time. Actions taken, charged backup battery. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported that a pump setting and date lost error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.